Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the power loss alarm reported. Also, the customer reported the piston might be stuck and no alarm reported on the pump. The customer reported a blood glucose value of 474 mg/dl. The customer reported hyperglycemia was treated with the manual injection/insulin pen. The event involved products mmt-1886. Troubleshooting was performed for high blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. Troubleshooting was performed for the power loss alarm, and the customer received another alarm after replacing the battery. No further patient complications were reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement test, active current measurement test toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of anomalies during testing. Thump software was utilized and downloaded trace/history files properly. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery failed alarm noted during testing. No piston stuck, no alarm reported and battery power loss noted . Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The j1 connector on pcb1 was locked properly during visual inspection. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. In summary, customer allegation for pump possibly piston might be stuck, no alarm reported battery power loss and high bgs. Anomaly are not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.